Event description:
A surgeon reported that the system's laser failed during a vitreo-retinal procedure. The system was exchanged causing a delay of one hour. The procedure was completed with no patient harm. It was noted that because of the laser failure, the patient will need a second procedure to replace the silicone in the eye.

Manufacturer narrative:
The company representative examined the system and replicated the system message (sm) - [laser controller shutter open between firing error. Laser functions will be disabled.] Reported. The company representative states that the part was on back order and left the customer a loaner system. The service request remains open, on hold for parts. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of the system's event log shows multiple instances of the sm [laser controller shutter open between firing error. Laser functions will be disabled.] During a procedure on (B)(6) 2013, confirming the customer reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).